Event description:
The pump was replaced earlier than expected due to a ¿misprojection¿ in the patient¿s eri. Per the patient the telemetry strips were correct but the hcp did not understand the eri. The pump was used to deliver morphine. Patient symptoms or outcome were not reported. Further follow-up was being conducted to obtain information. If further information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l41861, implanted: (B)(6) 1997, product type: catheter. (B)(4).